Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that a 052-0001, call service alarm had occurred 3 or more times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the black box showed evidence of call service alarms. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was evidence of internal moisture observed on the printed circuit board and internal components. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.